Event description:
Account states they are getting low calcium results that repeat higher when retested. The incorrect results were not used to guide patient therapy. The field service representative recalibrated the analyzer with fresh calibrator to correct the low results.